Manufacturer narrative:
This initial and final emdr is being submitted to FDA for a reportable event that occurred outside the USA. "Endophthalmitis" is indicated as a potential adverse event related to iol implantation as covered under the warnings section of the product's instructions for use (IFU). The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: 255). There were not any abnormalities on the sterilization records of the lot. (Lot no.: tm004). The exact cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Surgery date was (B)(6) 2022. An inflammation occurred 6 days after the cataract surgery. The doctor performed irrigation of the anterior chamber and vitrectomy and intravitreal injector of antibiotics on (B)(6) 2022. Patient has recovered.